Manufacturer narrative:
H10, h3, h6: the device was being used during treatment when the green dots appeared but no mesh was generated. The functional evaluation on the case was performed on an in-house system. The DHR was reviewed for software version 6.0 and it has been validated. A complaint history review found similar complaints of the reported issues. The relationship of the device and the reported event has been established. Functional evaluation of the case confirmed that the mesh generation problems had occurred due to the first points of the free collection had been collected away from the bone. The root cause of the issue was due to a software failure.

Event description:
It was reported that, during pfj demo, mesh did not form on the lateral condyle. Cleared all points and started again, and mess was fully formed. No patient involvement.